Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 1 diffuse lamellar keratitis (dlk) in the left eye (os) and stage 2-3 striae in the right eye (od) post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision in the od. Patient reported symptoms are not interfering with daily activities. A refloat was scheduled for (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.25 x -.75 x 83; left eye pre-op 20/20, -4.25 x -.50 x 85.

Manufacturer narrative:
Initial report inadvertently reported that patient had stage 1 diffuse lamellar keratitis (dlk) in the left eye (os) and stage 2-3 striae in the right eye (od) post treatment, but it should have reported that patient had stage 1 dlk in the right eye, stage 2-3 dlk in the left eye and striae in the right eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.